Manufacturer narrative:
The patient was a (B)(6) male. The customer confirmed that the patient involved in the event is deceased. Physio-control performed a clinical review of the reported event and concluded that there was insufficient data available to determine whether or not the device use contributed to the outcome of the patient.

Event description:
The customer contacted physio-control to report that they were monitoring a patient and attempted to switch to paddles lead. When they switched the device to paddles lead the device would no longer display the patient's waveform. As a result, the need for defibrillation therapy would not be able to determined and the device would not be able to function in AED mode. They switched to a back-up device and the issue was resolved. The customer later contacted physio-control to report that the patient was a (B)(6) male and that the patient is deceased.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After proper device operation is observed through functional and performance testing, the device will be returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were monitoring a patient and attempted to switch to paddles lead. When they switched the device to paddles lead the device would no longer display the patient's waveform. As a result, the need for defibrillation therapy would not be able to determined and the device would not be able to function in AED mode. They switched to a back-up device and the issue was resolved. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.